Manufacturer narrative:
Additional information was received that the patient was a non bsn patient. It was noted that the patient had a non bsn battery system that was no longer working and was replaced with boston scientific device.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.